Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Device available for evaluation: yes received 6/26/13. (B)(4). Clarification: the intraocular lens was returned under a returned goods authorization that did not indicate the lens had been explanted. Therefore, it was destroyed and not submitted for investigation. There was no quality issue with the iol; the doctor implanted the wrong type of lens (monofocal). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient underwent implantation of an intraocular lens (iol) which was explanted in a secondary procedure. It was reported that the patient wanted a zmb00 (multifocal lens), however, received a zcb00 (monofocal lens). In addition, it was noted that there were no complications. There was no incision enlargement and no vitrectomy required. No additional information was provided.